Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had complained that the hearing was worsening. Upon review of imaging it was discovered that there was a significant infection of the mastoid.

Event description:
The user had complained that the hearing was worsening. Upon review of imaging it was discovered that there was a significant infection of the mastoid.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection in the mastoid. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. The explanted device has not been received for investigation yet.

Event description:
The user had complained that the hearing was worsening. Upon review of imaging it was discovered that there was a significant infection of the mastoid.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to postoperative side effects, namely due to an infection in the mastoid. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.